Event description:
The patient reported that when they puncture their skin with the livongo lancing device the livongo lancet breaks into small pieces. The member stated that there would be tiny slivers of the lancet left in the puncuture site.

Manufacturer narrative:
If the supplies are returned an investigation will be conducted and a supplemental report will be filed. This report is being filed due to the patient reporting fragments of the lancet breaking off into their puncture wound when attempting to use the lancing device to puncture their sking for a blood glucose reading.